Event description:
It was reported that patient underwent total hip arthroplasty on (B)(6) 2009. Subsequently, a revision procedure was performed on (B)(6) 2012 for an unknown reason. The cup, modular head and taper insert were removed and replaced. No further information has been provided to date.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. This report is number 1 of 3 mdrs filed for the same event (reference 1825034-2012-00531 / 00533).